Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. There was reportedly an intermittent power issue with the pump and the battery compartment was cracked. There was no indication if the battery cap was damaged or when it was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: a review of the black box revealed evidence of power on reset (por) events. The returned battery cap and cartridge cap were used to complete the investigation. There was moisture and corrosion observed in the battery compartment. During evaluation, the pump was powered on; the auditory and vibratory feature was found to be functioning appropriately on the pump. The pump¿s cover was removed; there was no further moisture ingress or intermittent conditions found to the power pcb. The product performed within specification and there were no power interruptions that occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.